Manufacturer narrative:
Follow up (B)(4). The complaint product was returned, and an evaluation was performed. The root cause of the issue is misuse. Hardness is 46.6 hrc (inside the tolerance 43-48 hrc). The original material certificates were reviewed and found to be conforming. The device was subjected to a microscopic examination. Notches in the cutting edge as well as the general condition of the cutting edge suggest that the punch was blunt. As a result, an increased amount of force was required for cutting. It is unclear what exactly was cut, presumably a punch model that was too weak was selected for the operation, or other objects such as bone wire were cut. There have been no issues identified with the material or manufacturing process. The product would have been manufactured and tested according to the specifications. A review of the device history records (DHR) did not identify and issues that would have contributed to the reported issue.

Event description:
Per complaint details received: distal tip of kerrion rongeur broke off into patient during procedure 01oct2021 additional information: 1. What was the procedure that was being performed? Acdf. 2. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, with a bayonet forcep. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Fluroscopy was used throughout case. 4. What was the patient¿s outcome? Unknown-would need to follow up with glazer (procedure competed as planned). 5. Was the procedure completed as planned? Yes. 6. Can you please send all parts of the instrument for evaluation? Yes. 7. Do you have the lot number? K19xme. No further information available.

Manufacturer narrative:
(B)(4) 22sep2021 writer sent the customer an email acknowledging receipt of the complaint, providing the complaint tracking number and requested follow up information including as to if there was any patient impact related to this event. Writer provided contact information. Device not yet evaluated, if the device is evaluated a follow up will be sent.

Event description:
Per complaint details received: distal tip of kerrion rongeur broke off into patient during procedure (B)(6) 2021 additional information: 1. What was the procedure that was being performed? Acdf. 2. Did any part the instrument fall into the patient¿s body, and if so how was it retrieved? Yes, with a bayonet forcep. 3. Was there a medical procedure performed to verify if the instrument was in the patient¿s body, such as an x-ray? Fluoroscopy was used throughout case. 4. What was the patient¿s outcome? Unknown-would need to follow up with glazer (procedure competed as planned). 5. Was the procedure completed as planned? Yes. 6. Can you please send all parts of the instrument for evaluation? Yes. 7. Do you have the lot number? K19xme. No further information available.